Manufacturer narrative:
Concomitant medical products: product ID: 3887-45, lot# 0213340161, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacture representative regarding a trial patient. It was reported that when placing the leads during the implant procedure, two leads broke. In one lead, the stylet punctured the lead. In the second lead, the tip was broken. There were no factors that contributed to the event. The action taken to resolve the event was two different leads were used to perform the procedure. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated. Reference manufacturer report # 2649622-2018-16773.

Manufacturer narrative:
Device analysis for lead s2829-17 revealed a procedural non-conformance. The lead distal end was stretched. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.